Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and six photos were available for evaluation. Visual inspection noted that the reload was fully fired. The jaws of the reload were closed and clamped on tissue. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The lock ring could not return to its home position and staples pushers were flush with the cartridge face. The device also had bent laminates. Functionally, the instrument firing knobs were forcefully retracted and the reload was unloaded from the instrument. The reload was unable to be loaded into a representative instrument due to the lock ring. It was reported that the jaws of the device remained closed on tissue after firing and there was resistance while attempting to retract the knife. There was also significant tissue loss occurred as a result of the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the jaws locked on a tissue. The surgeons could not retract the knife. Also, there was difficulty unloading the reload. Another handle and reload were used to staple the colon to release the reload that was stuck. Surgical time was extended for 30 minutes or more. There was a tissue loss as a result of the event.